Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plum 360 infusion pump. It was reported that the pump was running propofol at 30mcg/kg/min at start of shift (7a), the nurse changed rate to 25mcg/kg/min at@ 845, and noticed the rate automatically changed back to 30mcg/kg/min @ 10:30. The event occurred during infusion without notifying the bedside nurse. There was no report of harm.

Manufacturer narrative:
Additional test findings ( self and visual inspect) for the the issue of independent rate changed while delivering were updated. Self-test passed, visual inspection passed. Customer compliant wasn't confirmed that the device is working correctly and found no issues. Probable cause is not found as there were no issues with the device. Device passed all pvt testing. This complaint was not confirmed.device was received on 3/22/2023

Event description:
Update received and the customer reported that the pump did not alarm although no information appeared on the event/alarm log during the downtime.

Manufacturer narrative:
R&d engineering was provided a copy of the pump logs and mednet event/alarm log (eal) report for the pump covering the incident time on (and around) (B)(6) engineering observed that, assuming there is an offset of 4 hours between the pump log times and the customer¿s reported (likely wall clock) times, then the 04:53:31 am titration to 25 mcg/kg/min and subsequent 05:58:44 am titration back to 30 mcg/kg/min would be consistent with the customer¿s complaint report (rn titrating to 25 @ 08:45 and observing @ 10:30 that the dose was back to 30 mcg/kg/min). Engineering further observed that, while the pump clinical and diagnostic logs provide the above detail findings, the mednet event/alarm log (eal) report had no events listed from 03:07 am to 11:40 am on (B)(6)engineering also notes this is roughly coincident with the customer reported iaware down time. Engineering evaluates this data drop out in the eal is a result of messages not sent to mednet during the iaware down time. This is not attributable to either the pump or to mednet. Engineering evaluates that reported facts (of dose being changed to 25 and later observed back to 30 mcg/kg/min) are consistent with the logged data, assuming a 4 hour offset between the reported times and the pump clock times. Based on that assumption, the complaint is confirmed. The probable cause is direct user action, programming the observed titration, via the pump keypad, back to 30 mcg/kg/min at 05:58:44 am (pump time = 09:58:44 am wall clock time). The pump performed accurately and correctly per design in all observed instances. A review of the device 12-month service history was performed, and no similar event was indicated.